Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, the pt experienced a shocking or jolting sensation. The pt fell about two months ago but shocks on the right side started four days ago. The shocks occurred when the pt was sitting. The shocks started happening about two times a day and had gotten worse. It was also noted that there was an issue with the pt programmer. The pt was not able to adjust stimulation. The pt programmer was blank no matter what button was pushed. After putting in new batteries, the pt was able to use the pt programmer and shocking from the ins (implantable neuro stimulator) stopped. The batteries in the pt programmer are not related to stimulation sensation. The pt was at home at the time of the report and had an appointment with their healthcare provider the next day. Additional info was requested.